Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous common femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for 10 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. No patient complications were reported.